Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the service personnel resolved the malfunction by wiping the endoscope connector with alcohol, it is likely the user made a connection to the light source in a state where the electrical contacts on the endoscope connector were not sufficiently dried or there were foreign substances. If the electrical contacts are unstable, the communication between the endoscope and the video processor via light source fails and a b30 error may occur. Regarding the connection of the endoscope connector, the following is described in the instruction manual and may prevent the b30 error. "Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched for an onsite visit to evaluate/repair the suspect device. The fse cleaned the scope contacts to resolve the reported problem. A root cause was not determined.

Event description:
Olympus was informed that a b30 error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.